Event description:
The customer reported, in a pacemaker replacement procedure for normal battery depletion, this right ventricular lead exhibited high threshold measurements of 4 v. The lead was surgically abandoned (capped) and successfully replaced with a new lead. No adverse pt effects were reported. The lead was actively implanted for approx 10 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.